Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, as a result the link electronic module (lem) circuit board was replaced. It wasalso confirmed that htere was a lem board replacement error, so the lem circuit board was calibrated. (B)(4).

Event description:
It was reported there was a telemetry failure. The programmer and programmer rf (radio-frequency) head were returned for repair. No patient complications were reported as a result of this event.

Event description:
It was reported there was a telemetry failure. The programmer and programmer rf (radio-frequency) head were returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 2290 pacing system analyzer. (B)(4).